Event description:
During placement of a urethral stent the tip of the guidewire sheared off and was not able to be retrieved. No immediate complication noted in relation to the incident. During follow-up visit in 2/2001, it was decided by the physician at a medical center since the wire is in a safe position, the benefits of removal do not outweigh the risks. This was discussed with the patient, and it was agreed upon to leave the small gold wire fragment in situ.